Manufacturer narrative:
Findings: all buttons functioning properly. However, found slight corroded keypad traces. No button error alarm during testing. Pump passed displacement test, rewind, basic occlusion test, prime, excessive no delivery test, and occlusion test. Pump received with cracked reservoir tube lip and minor scratches on display window noted.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 200 mg/dl. The customer was treated first and changed everything so it will be hard to troubleshoot on this when everything has been changed. The customer was tread with pump. The customer doesn't want to troubleshoot and wants pump replaced. The customer was advised that pump will be replaced. The customer was advised the 2 high blood glucose rule.